Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during dwell. The technical service representative (tsr) assisted the hp in clearing the alarm and advised the hp to start over with new supplies or finish with manual supplies. Trouleshooting did not disclose a cause for the alarms. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.